Event description:
In (B)(6) 2013 I had a procedure done with the permanent birth control "essure." I have had regular headaches, fatigue and abdominal pain. For the past 8 months I have been suffering from depression and the feeling that something isn't normal with my body. Thousands of women including myself feel strongly that these coils are the reason.